Event description:
On 01/07/2000, the facility's or materials manager informed the MFR's sales representative via a note made by the nurse in the or during the procedure of the following: during the use of the device the balloon on the outside stayed inflated, but the internal balloon deflated. Could see a small leak below the balloon where it connects to the shunt. Tried to clamp it with a mosquito, but was unsuccessful. The device was removed and another used. The device is scheduled to be returned to the MFR for analysis. No further details were provided.